Event description:
This 52-yr-old female underwent a bam in 1984 at another facility. It is known that the MFR of the silicone gel implants implanted on this date were co's. No other product identifiers is known to this reporting facility. Recent mammograms documented extracapsular rupture on the left side, including a 3-4 cm ptosis. The prosthesis was grossly disrupted.